Event description:
Philips received a complaint from the customer reporting a primary alarm failed message occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. There was no patient impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the reported issue. The bme verbally verified to the rse the diagnostic code 1102 (primary alarm failed) appeared in the device event log. The rse recommended replacing the speaker. Due to the device software version of 2.10, the rse was unable to determine which speaker. A part number was supplied to the customer for part replacement order. In review of the provided event log, the reported diagnostic code 1102 was not found. Furthermore, activity from the reported event date of december 05, 2025, was not found. Per the log as provided, the device was not powered on between november 21, 20025 and december 10, 2025. The investigation is ongoing.

Manufacturer narrative:
Per a good faith effort (gfe) response received, both speakers were replaced, and a full preventive maintenance (pm) and test-out were performed. The device passed all functional tests and was returned to service.